Manufacturer narrative:
(B)(6). This report is for an unknown 5mm prodisc c implant. Unknown part number, UDI is unavailable. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prodisc-c clinical study patient presented the following potential adverse events (ae's) during the month 18 visit on (B)(6) 2007: neuro deterioration- sensory noted as abnormal and adverse event of neck pain with pain and discomfort in left arm status post c5-6 prodisc. Patient began experiencing neck/arm pain 6 weeks to a year prior to the implant. On (B)(6) 2005, the patient was implanted at cd-c6 with a medium deep 5mm prodisc-c implant. The operative time was 100 minutes and the patient lost 100cc blood. There were no complications during the surgery or at the time of discharge. This report is for an unknown 5mm prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes.